Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had a humming sound after replacing the battery. Blood glucose level at the time of the incident was 163 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No damage on the c13/lcd isolation tape noted. (B)(4).